Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer addressed their bg with a manual injection. The customer continued to use the pump for insulin therapy.